Manufacturer narrative:
Exact date unknown, event occurred two months ago from the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2317700; model: sc-2317-70; serial: (B)(4); batch: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate stimulation due to high impedances noted on the leads. It was also mentioned that the patient had a non device related fall. Reprogramming was attempted, however, unsuccessful. The patient underwent a revision procedure wherein the leads were replaced. The patient was doing well post-operatively and the explanted devices will not be returned as they were discarded by the medical facility.